Event description:
It was reported to boston scientific corporation that a low profile balloon was used for administration of nutritional supplement performed on (B)(6), 2010. According to the complainant,nutritional supplement leaked out of the feeding port of the y port adapter. The procedure was completed with another y port adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Upon receipt of the product it was determined that bsc does not have reporting responsibility for this device. (B)(4).

Event description:
It was reported to boston scientific corporation that a low profile balloon was used for administration of nutritional supplement performed on (B)(6), 2010. According to the complainant, nutritional supplement leaked out of the feeding port of the y port adapter. The procedure was completed with another y port adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the catalog, model number, and suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)